Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings:the keypad cover was found to be intact with no evidence of damage. Evaluation revealed that all of the keypad buttons were unresponsive. No evidence of contamination was found under the keypad contacts. There was a single component failure observed on the keypad circuit that caused the unresponsive buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.